Event description:
It was reported that contamination occurred. The 90% stenosed target lesion was located in the 270 degrees calcified proximal segment of the anterior descending branch. A 1.50mm rotapro was selected for percutaneous coronary intervention. During preparation, it was noted that the burr was screwed with the sterile cloth on the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the packaging seal was intact.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination of the device found that the advancer end of the handshake connection was bent. Microscopic examination of the device found no further damage or irregularities.

Event description:
It was reported that contamination occurred. The 90% stenosed target lesion was located in the 270 degrees calcified proximal segment of the anterior descending branch. A 1.50mm rotapro was selected for percutaneous coronary intervention. During preparation, it was noted that the burr was screwed with the sterile cloth on the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the packaging seal was intact.

Event description:
It was reported that contamination occurred. The 90% stenosed target lesion was located in the 270 degrees calcified proximal segment of the anterior descending branch. A 1.50mm rotapro was selected for percutaneous coronary intervention. During preparation, it was noted that the burr was screwed with the sterile cloth on the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.